Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a blood collection device. The customer reports that after the needle of the blood collection device was removed from the patient, the phlebotomist activated the safety device. Upon activation of the safety device the needle detached from the blood tube holder portion of the device.